Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.7, -16.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to incorrect sizing. The lens was exchanged for another lens.

Manufacturer narrative:
The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vault, elevated (intraocular pressure) iop, narrowing of angles, angle closure and shallowing of anterior chamber depth (acd). An iridectomy was performed. The lens was returned in a specimen cup. Visual inspection found no visible damage to the lens. (B)(4).